Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. A 4.50 x 24 synergy ii drug eluting stent (des) got kinked and broke outside the patient. The procedure was completed with a 4.0x24mm synergy ii des. There were no patient complications and the patient is fine. It was further reported that the shaft broke 25-30 cm from the hub.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that a shaft break occurred. A 4.50 x 24 synergy ii drug eluting stent (des) got kinked and broke outside the patient. The procedure was completed with a 4.0x24mm synergy ii des. There were no patient complications and the patient is fine.